Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 4 years and 11 months post the patient's initial right reverse total shoulder arthroplasty, the patient was brought back with limited range of motion. The poly was found to be loose from the humeral tray. The poly and humeral tray were removed. Implants of the same size were then implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported may have been due to disassembly and loss of range of motion. However, the reported loss of range of motion could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation.